Event description:
A customer reported that their pump battery would not charge despite using a tandem charging cable and various wall outlets, with the issue persisting even after charging attempts for 30 consecutive minutes. There was no adverse impact to the customer's blood glucose level. As a corrective action, tandem technical support decided to replace the pump, with the customer planning to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was informed about returning the pump using a pre-paid label within 10 days and was instructed on setting the pump into storage mode before shipping.